Event description:
It was reported that this event occurred in the cardiac surgery operating room. "The indication for use is myocardial dysfunction." The surgeon prepared the catheter with vacuuming according to the instructions for use. The intra-aortic balloon (iab) catheter was inserted via femoral artery through the sheath. After removing the one-way valve and attaching the driveline tubing, the doctor connected the opposite end of the driveline tube to the pump per instructions. However, there was continuous "gas loss" alarming so the staff inspected the driveline tube and secured tube connections. It was confirmed that there was no disconnection on the driveline tube. As a result, the physician changed the catheter and the sheath, then attached a new driveline to the pump. Finally, the "gas loss" alarm disappeared. There were no pt complications.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.